Event description:
The initial rptr advised shiley that a pt had their bjork-shiley convexo-concave mitral heart valve replaced due to "a pannus formation around the valve limiting the leaflet". Subsequently, copies of medical records were received from the initial rptr that indicated the pt had some "near syncopal spells" and was hospitalized with the diagnosis of mitral stenosis. During surgery, the pt also had a triple coronary artery bypass graft done. The pt survived surgery and was discharged 11 days after surgery. Upon inspection of the valve, pannus formation was noted, which "in no way completely trapped the leaflet but very clearly excursion was limited."